Event description:
It was reported that the bd maxzero¿ multi-fuse extension set leaked. The following information was provided by the initial reporter, translated from (B)(6) to english: upon priming with saline, leakage from around the connection site of maxzero was observed.

Manufacturer narrative:
Investigation summary: one mz5303 sample was received for investigation without packaging, however the lot number was indicated as 21026138. No connecting products were received to assist the investigation in this instance. A visual inspection confirmed the customer's experience, as the maxzero component was received separated from the female luer connector of the mz5303 product. (Appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21025536 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback and retrained to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz5303 product. Faults of this nature are rare with a small number of similar reports raised against this product family in the 12 months, therefore a sa is not currently required. Customer advocacy will continue to monitor this issue for increases in trend.